Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. No components were replaced. Additional information was received. Tubing needed adjustment.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was hard to push. The patient underwent a revision procedure in which the tubes were shortened. No components were explanted at that point; however the patient called patient liaison to report he is still having issues with his device. The physician states the pump is bad so the patient had a replacement procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.